Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. Physio-control evaluated the device and found that it would not detect defibrillation cable connection to provide therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb assembly to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Further evaluation of the removed system controller pcb assembly determined the cause for the malfunction to be no output from the t1 transformer.